Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in use at the time of the reported event. The procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed that there was no live image displayed in the examination room, but there was live image displayed in the control room. A philips field service engineer (fse) inspected the system onsite and tested the live image chain. The fse identified that the dvi splitter that transmits the live signal to a third-party system was defective. After replacement of the dvi splitter, the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's live monitor was unable to display.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.